Event description:
It was originally reported that some of the pt's tremors started to return. The "control magnet" was misplaced so they could not check their device. He was at home. Additional info was received. The pt experienced worsening of tremors on the left side of his body for the past 2 months. His state had worsened along with worsening weakness. He was recently admitted to another "facility" due to his symptoms. It was thought that this neurostimulator (ins) was dysfunctioning. The ins was replaced. Additional info has been requested.

Manufacturer narrative:
(B)(4).